Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2016-03342 and 1627487-2016-03343the patient is implanted with two extensions from the same lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2016-03342 and 1627487-2016-03343.the patient is implanted with two extensions from the same lot.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2016-03342 and 1627487-2016-03343. The patient is implanted with two extensions from the same lot. It was reported ((b)(5)) lead diagnostics showed multiple high and low impedances. An x-ray showed one of the leads was not fully inserted and one of the contacts was sticking out of the header port. The patient is not receiving stimulation due to this issue. The patient underwent surgical intervention on (B)(6) 2016 where the extensions were removed and replaced. It was determined one of the extensions (contacts 9-16) had become disconnected from the ipg postoperatively all impedances were normal. The patient is now receiving stimulation.